Event description:
The pt was being prepped for a cervical laminectomy in the prone position. The skull clamp was placed in a proper position, however, during positioning of the pt, the neck was "probably" flexed too far (the more neck flexion, the easier to complete the procedure) placing too much torque on the clamp, causing it to slip. The 2cm laceration was sutured with 3-0 nylon. The scar was completely behind the pt's hairline, and therefore should not be visible. The skull clamp tested within MFR's specs. The disposable skull clamp pins were in good condition except for one pin tip, which was slightly blunted.